Event description:
The customer reported that he "has gotten an infection at the insertion site a few times." The site is described as "real red and irritated." This skin condition occurs when the pod is placed frequently on a particular location; he has corrected the issue "by rotating more." The pod will not be returned for evaluation.

Manufacturer narrative:
The pod will not be returned for evaluation. Unable to confirm any issue related to the pod's adhesive. The omnipod user guide instructs patients to check the infusion site daily for signs of infection such as pain, swelling, redness, discharge or heat. If there are signs that the site may be infected, the patient is advised to immediately remove the pod and apply a new one, contact a health care provider and treat the infection according to the health care provider's instructions. To currect the issue, the customer will be rotating pod sites more frequently. The omnipod website also lists skin barrier products that can be used when applying the pod that may help to prevent this type of skin condition from recurring.